Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Additional information was not provided. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.